Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, nor was it reported as "high" on the cgm. Customer changed cartridge and infusion set to address the issue.